Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented to the hospital. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.